Manufacturer narrative:
Clinical investigation: a likely temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) treatment with the liberty cycler and liberty cycler set and the patient¿s streptococcus vestibularis peritonitis which required in-patient hospitalization. However, there is no documentation to support a causal relationship. Streptococcus vestibularis peritonitis may be caused by hematogenous spread from dental procedures or transluminal contamination with oral flora. The source of the patient¿s streptococcus vestibularis peritonitis is unknown. Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient was hospitalized from (B)(6) 2017 for peritonitis. The organism that was cultured from the peritoneal effluent was streptococcus vestibularis. The source of the peritonitis was unknown. The pd nurse reported that the patient is on a course of ancef and continues pd therapy as scheduled. No further information has been made available at this time.